Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump did not annunciate low blood glucose alerts as intended. In addition, it was reported that the control iq software suspended insulin when not intended. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided.